Manufacturer narrative:
Citation: yoshijima, n. Md. Update on the clinical impact of mild aortic regurgitation after transcatheter aortic valve implantation: insights from the japanese multicenter ocean-tavi registry. Catheter cardiovasc interv. 2020;95:35¿44 doi:10.1002/ccd.28279.   Earliest date of publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported.   Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the clinical impact of mild aortic regurgitation versus none-trivial aortic regurgitation after the implant of a transcatheter aortic valve (tav). All data were collected from a multiple center registry between october 2013 and july 2016. The registry identified 1,613 patients, forty-one of which were excluded due to death or greater than moderate aortic regurgitation (ar). The study population included 1,572 patients (predominantly female, mean age 85 years), 133 of which were implanted with medtronic corevalve. The remaining patients were implanted with a non-medtronic balloon expandable tav. No serial numbers provided. Among all patients, adverse events included: trivial-severe aortic regurgitation, peri-procedural myocardial infarction, cerebral vascular accident, major bleeding, vascular complications and permanent pacemaker implant. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.